Event description:
Report received indicated that, the stent length appeared too short after implantation. The product appeared normal during inspection and was prepped and clinically used following the instructions for use (IFU). Access was made through the femoral artery to reach the internal carotid (target site). There were no significant observations made about the vasculature, which was indicated to be normal. However, it was specified that the lesion was 90% stenosed and thrombus was present. The lesion was not predilated. The stent was loaded over the angioguard guidewire and advance towards the lesion without any resistance. The stent was deployed, however, it appeared .5cm to 1cm shorter in length, furthermore, these findings were confirmed radiographically. Subsequently the stent was post dilated. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.